Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot qualification and sterilization records were reviewed an the product lot met all acceptance criteria.

Event description:
The customer reported that when the pod was removed on (B)(6) 2014, she saw that the area where the cannula was inserted was red, swollen, hard to the touch, and painful. The customer called back on (B)(6) 2014 to report that she went to see her doctor who prescribed her antibiotics for her site infection.